Event description:
The feeding tube was placed on (B)(6) 2013. On (B)(6) the bolus end was found separated from the tube after the patient pulled out the tube. The bolus end remained in the patient's body.

Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). In order to duplicate a similar break more than 7 lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.